Event description:
An arterial sheath was discontinued by a physician. Pressure was applied to the site, and femstop applied per protocol. When inflated, the femstop did not read pressure and after some time read eee. Patient's toes were cool and dusky. Femstop removed and manual pressure applied for 10 minutes; patient's leg returned to normal color and temperature. No harm to patient.